Manufacturer narrative:
(B)(4). G2: report source new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill bit broke in the acetabulum during case. The drill bit was removed, and a new drill bit was acquired. No excessive force was used by the surgeon and all the pieces of the broken drill bit were retrieved from the patient, nothing was left in the wound. Attempts have been made and no additional information on the reported event is required at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.